Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided at the time of this report. In order to perform a proper investigation to confirm the alleged defect, and determine a root cause, it is necessary to have the physical device sample. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed. If the sample becomes available at a later date, this investigation will be updated with the evaluation results. The personnel of the assembly line were notified for awareness.

Event description:
Customer complaint alleges "the user couldn't connect the adaptor with the oxygen flow meter. (The thread of the adaptor didn't fit the connection part of the flow meter.) Alleged defect reported as detected prior to use on a patient during inspection/functional testing. It was reported that a new device was obtained for use. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were encountered. During the setup of the oxygen entrainment testing it was noticed that the assembly of the nut adaptor and the upper body was unstable because the upper body was disconnected from the nut adaptor. Thus, it was not possible to perform the oxygen entrainment testing. After the upper body was disconnected from the nut adaptor, it was visually inspected and wear on the internal locks was found. Attempts to duplicate the failure mode were performed and there are two ways to duplicate them: the first one is by overtightening the nut adaptor into the flow meter. The second one is by manipulating the assembly connection. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, there is not sufficient evidence to ensure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal locks of the nut adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter. However, the personnel from the adaptor assembly line were notified for awareness.

Event description:
Customer complaint alleges "the user couldn't connect the adaptor with the oxygen flow meter. (The thread of the adaptor didn't fit the connection part of the flow meter.) Alleged defect reported as detected prior to use on a patient during inspection/functional testing. It was reported that a new device was obtained for use. There was no report of patient harm.